Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter shaft was bent. The catheter was damaged during use. (B)(4).

Event description:
It was reported that during an implant, the inner catheter broke while the physician was slitting. The physician was not able to re-engage the slitter with the sheath so the sheath was manually cut and removed from the lead. No patient complications have been reported as a result of this event.